Event description:
The micro sagittal saw was sent for eval because it was running on its own. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the motor cartridge; burnt contact pins were identified as the probable cause of the device running in safe mode.